Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The device was put through downstream occlusion (dso) and 50 cassette testing, and the unit passed both tests several times in a row. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated the software to the latest version, reset the device to standard configuration, and the pump performed as intended.

Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device will not recognize cassette. There was no patient involvement.